Event description:
The customer reported that during daily tests, the external pads are intermittently not being detected.

Manufacturer narrative:
The customer reported that during daily tests, the external pads are intermittently not being detected. The customer ordered and replaced the therapy port connector. Replacement of the therapy port connector resolved the reported failure.